Event description:
It was reported that prior to a stent placement procedure, the product package allegedly damaged. There was no patient involvement.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. One provided image demonstrates the shipping box with heavy damage and the product card box with damage. The image indicates that the product card box was damaged because of heavy damage on the shipping box caused during shipping. The investigation leads to confirmed result for a shipping related issue. The user considered the damage a consequence of rough handling during shipping which is visible on the provided image. Based on the investigation of the provided information, the investigation is closed with confirmed result for a shipping related issue. The provided information indicates a shipping related root cause. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'carefully inspect the pouch to ensure that the sterile barrier has not been compromised. (...) Examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.' Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 05/2024).

Event description:
It was reported that prior to a stent placement procedure, the product package allegedly damaged. There was no patient involvement.